Manufacturer narrative:
Product complaint # (B)(4). Not available due to confidentiality law. Additional product code: hto. This report is for an unk - reamer head/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for an ankle nail surgery. During the surgery, the reaming head broke in 2 parts and the drive shaft was damaged. There were fragments are generated and remaining in the patient. The surgery completed successfully with 15-minutes delay. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) unk - reamers: reamer head. This report is 2 of 2 for (B)(4).